Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead, (B)(6) 2012, 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that shortly after implant, the left ventricular lead dislodged. The physician attempted to revise the lead, but was unsuccessful. The lead was explanted and a new lead was implanted into a different vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.